Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a single low amplitude measurement. Technical services (ts) analyzed device data and found that all other measurements were stable then suggested further monitoring of the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).